Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that hh drawer 3.1 pocket e4 was obstructed in the hta released cubies and in the application unloaded medication. A field service engineer, replaced the cubies and successfully rebooted, executing firmware updates to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system has failed cubie and unable to recover. The customer stated that the malfunction delayed in accessing medication. There were no adverse events or injuries reported based on this incident.